Manufacturer narrative:
Product complaint # (B)(4). An opened folder and a foam park with a re-parked needle-suture piece were returned for analysis. This product code is double armed and the other extreme of the sample was not received for evaluation. During the visual inspection of the sample, the pre-closed channel needle was as expected; also, the tip and body of the needle were examined under magnification and no defects, damage or needle breakage were found. The suture was examined and end suture was cut appears to be by use of surgical instrument. Per the condition of the received sample the functional test cannot be performed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received no needle pull off or needle breakage was found on the sample.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: what do you mean by "needle keeps breaking the end of the suture, where the needle meets the suture. And when the surgeon goes to tie the suture the end rips."? Please explain and clarify the below: did the whole needle separate/detach/pull off from the suture? Did the suture thread break into 2 pieces at the end almost close to the needle ? Did the needle break into 2 pieces at the swage on the needle body close to the suture thread? It is stated that a total of 3 suture devices involved, 7 samples to return, lot number jlk441 for this event report, can you please tell if all the 3 devices reported to have issue with the same procedure and from the same lot reported? The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown procedure in 2018 and suture was used. The needle keeps breaking the end of the suture, where the needle meets the suture. And when the surgeon goes to tie the suture the end rips. Case completed with another device of the same product code. There were no patient consequences reported.